Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found the pocket in legacy half height cubie drawer was failed. So, the fse followed the recovery procedure presented on screen that required a witness, after that the pocket was successfully recovered. Then inspected the drawer for other issues and found none. Then recommend replacement of mother board (moab) due to half of pockets were missing in drawer, then recovered the pocket following on-screen instructions that required a witness. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.